Manufacturer narrative:
As reported, the hydrosurg laparoscopic irrigator leaked irrigation fluid during the procedure. The sample was not returned for evaluation. Based on the condition reported, the root cause is most probably due to fluid ingress into the unit housing. However, the subject device was not returned for evaluation, as such no conclusion can be made.

Event description:
As reported, during a laparoscopic cholecystectomy procedure the bard/davol hydrosurg laparoscopic irrigator was in use for about 30 seconds and began to leak the fluid from the battery portion. As reported, another device was used to complete the procedure. There was no reported patient injury.